Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the pre-use check (puc) duuring internal test sequence. According to provided information from our service representative field service engineer the event occurs during normal maintenance while replacing the turbine module due to turbine module running hours over 50 k hours. The faulty turbine was a spare part and the failure has been discovered during puc, this is an out of box (oob) failure concerning a spare part. The defective turbine was returned for further analysis. The provided logs confirm the reported error at date of event. Simulated use test of the defective part confirm the error with failed internal test during the puc "pressure transducer offset not within accepted limits". Despite this, ventilation was run for over 24 hours without deviation. The root cause for the reported error could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).